Event description:
It was reported that the patient heart rate dropped below the implantable pulse generator (ipg) programmed lower rate limit. Far field r-wave (ffrw) falling was also noted on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.